Event description:
Information received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The technician found the CPR release valve was leaking, preventing the head cylinder from holding pressure. The technician replaced the manual CPR valve to repair the bed.